Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information: the issue occurred with the surgeon¿s head inside of the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all. The instrument did not move in the intended direction; the instrument was being directed to move right. There was no instrument movement at all. There was no shakiness, friction, or interference observed. The reported issue was persistent. It is unknown what was done to resolve the issue. There was no injury to the patient. The device was not inspected prior to use. The instrument is not available for return. There are no photos available.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the master tool manipulator (mtm) output moved in reverse to what was commanded. An intuitive tech support engineer (tse) found no related errors in the logs. While looking through the logs, the clinical sales rep (csr) stated that the issue was resolved, but did not provide any details on what the surgeon did to correct issue. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the clinical sales representative (csr), and was advised that the reported issue was resolved. No specifics were provided on how the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.